Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was successfully implanted during a (B)(6) 2020 procedure. In post-op, the patient experienced a cardiac event and was transferred to the hospital for chest pains. Additional information indicates, the patient has a history of cardiac issues, is out of the hospital, the patient is better and the system has been turned on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.